Event description:
During the unk procedure, the device had been fired once without incident. The instrument was then reloaded and reapplied to the mesenteric vein. The surgeon was not confident in the application and the instrument was then removed and passed out of the field. The same instrument was then applied for the third and was fully closed and an attmept to fire was made. The release button was then pressed and the stapler firing trigger would not allow the instrument to be fired. The release button was then pressed and the stapler jaws were opened and the stapler was removed from the site. At this time the surgeon noticed a large number of unformed staples (the staples weren't malformed, just partially advanced from the reload. However, this was the on the 2nd attempt to fire (1st reload) in the site and that the mesenteric vein was not torn and bleeding. The tear was repaired with a graft and the pt received a unit of blood. The scrub nurse attempted to remove the suspect reload from the device but it could not be removed. The procedure continued with no further incident. The device and the reload will be returned. The pt is currently fine.